Event description:
The customer contact reported torn tubing; subsequently, bleed back was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer reported, "the clave disconneted from the cassette due to a tear in the tubing." An unspecified amount of blood backed up into the tubing. The customer contact indicated that the clave port was not being used at the time of the event. The solution bag and tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.